Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a return of pain. It was believed the patient ¿needed a new battery.¿ the pump was replaced. The patient indicated they did not want surgery ¿ever again in my life.¿ the patient stated they ¿thought I was going to die.¿